Manufacturer narrative:
Submit date: 10/05/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit is delivering slow. The unit pushed 11 ml after 30 minutes at 75 ml/hour continuous. The volume to be infused was set to 33.7 - 41.3 ml. They used kangaroo feeding bags for testing with water. The pump was tested for about an hour, the rate did not change.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of delivering slow the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.